Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump was in stop mode when patient awoke in the morning. Caller reported patient was not alerted to this during the night. No adverse event reported. Requested return of the alleged device for evaluation.